Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing which resulted in two inappropriate shocks. Further review found poor thresholds as well, so the device was programmed to maximum outputs until a revision could occur. The lead was then successfully repositioned and there were no additional adverse patient effects reported.